Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. The synchro-seal instrument was discarded by the site and is not available for return to isi for evaluation. A review of the system, and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Product and event verification: a review of the device logs for the synchro-seal instrument (part# 480440-05 / lot/serial#: (B)(4)) associated with this event has been performed. Per this review of the logs, the synchro-seal was last used on (B)(6) 2020, via system serial#: (B)(4), as initially reported. There were 0 uses remaining after this last usage as the device is a single-use instrument. A review of the site's complaint history has been performed and no related complaints have been identified. At this time, no images, or video recording of the procedure have been provided to isi for review. This complaint is being reported because the synchro-seal instrument reportedly did not sufficiently complete a seal. While there was no reported injury to the patient, the reported failure mode could cause, or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hemicolectomy (right) that the synchro-seal instrument failed to fully seal when synch mode was activated on omentum, which resulted in minor bleeding of approximately 2cc. The feedback from the surgeon indicated that "the instrument poorly functioned and resulted in frequent bleeding and inadequate cutting" while working on omentum. The surgeon indicated that the hemostasis rating was split (rated as good for bipolar mode, but poor for synch mode). The surgeon¿s final comment was that it was better for dissection of fine tissues and grasping, but worse for seal and cut when compared to the vessel sealer extend instrument. Intuitive surgical, inc. (Isi) conducted follow-up and the following additional information was obtained: the procedure was successfully completed with the da vinci surgical system. The total approximate amount of blood that was lost was 2cc and there was no need for a blood transfusion. The application of coagulation resolved the reported minor bleeding. The patient¿s status was reported to be okay. The instrument was inspected before use and no damage or abnormalities were noted. It was confirmed that the reported issue occurred while working with omentum. The synchro-seal instrument did not always result in bleeding while working with the target tissue. There were no tissue characteristics that were believed to have contributed to the reported issue. It was reported that the target tissue did have a small amount of tension because the surgical staff ¿don¿t want to give a lot of traction where vessels are involved.¿ no errors were generated. The jaws of the instruments were not in contact with a clip, suture, staple, or other metal object at the time of the reported event. The instrument is not available for return. Video may be available for review, but has not been received at this time. Patient-related information is not available.